Event description:
Information was received from a consumer regarding a patient receiving fentanyl (3500.0 mcg/ml at 1392.0 mcg/day), bupivacaine (30.0 mg/ml at 11.931 mg/day), and baclofen (300.0 mcg/ml at 119.31 mcg/day; brand and lot number unknown by the reporter) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2016, it was reported that the patient needed a CT scan of the thoracic spine before his appointment next month. He was told that there was a possibility that the medication was pooling in his body someplace. There was more medication in the pump than expected at refill. He had gone in last tuesday for a refill and the pump was not filled because there was too much medication; 20 cc of drug had been put in and 9 cc was taken out. There was a possibility that the pump needed to be replaced. The patient felt okay. No patient symptoms were reported. The reporter was not happy with the patient's hcp (healthcare professional) office and requested physician listings.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.